Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The complained sample initially resulted as > 10000 miu/ml accompanied by a data flag. The sample was then automatically diluted 1:10 and repeated, resulting as 56.27 miu/ml accompanied by a data flag. The 56.27 miu/ml value was reported outside of the laboratory to the requesting doctor. On (B)(6) 2018, a second sample was collected from the patient and tested, initially resulting as > 10000 miu/ml accompanied by a data flag. This sample was repeated with an automatic 1:10 dilution and resulted as > 100000 miu/ml accompanied by a data flag on (B)(6) 2018. This sample was then repeated with an automatic 1:20 dilution, resulting as 123573 miu/ml accompanied by a data flag on (B)(6) 2018. The original complained sample was then repeated on (B)(6) 2018, resulting with a value of > 10000 miu/ml accompanied by a data flag. This sample was repeated with an automatic 1:10 dilution, resulting as 56332 miu/ml accompanied by a data flag. On (B)(6) 2018, the second sample was repeated with an automatic 1:20 dilution, resulting with a value of 119606 miu/ml accompanied by a data flag. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 284292. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The field service engineer checked the photomultiplier tube adjustment and ran performance testing. Results were within specifications. The alarm trace showed no evidence of the reported issue. Investigations have determined that there is no reagent issue present. The investigation was unable to find a definitive root cause.